Event description:
It was reported by the user site that during a 3dimensions patient exam on (B)(6) 2025, that the gantry was shaking during a tomography sweep for the patient. The user site reported that uncommanded motion was observed at the time the device displayed an error code. It was reported by the user site that the patient exam had to continue in a separate room. No patient or user injuries or alarms were reported or observed by the user site. A hologic field service engineer (fse) was dispatched to investigate the device. The fse observed the vertical travel assembly (vta) board and potentiometer and noticed that the potentiometer was not setting correctly, and it had drifted from its previous position. The fse verified that the vta backlash and all rotational bolts were in place. The fse replaced the vta control board and potentiometer and performed multiple system calibrations. The fse verified that the shaking and jerking of the gantry ceased. No further information is currently available.